Event description:
It was reported that while using 1000 bd bbl¿ bordet gengou blood agar atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that failed growth promotion. Customer problem: failed growth promotion. Steps taken with customer/troubleshooting: growth promotion was set up on (B)(6), and the final read was performed on (B)(6). Enumeration were less than 10 cfu, and did not meet criteria. Product was retested, and it was determined there was an issue with b. Pertussis.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-07 h6: investigation summary during manufacturing of material 297876, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. The petri dishes are then sealed into clean sleeves and boxed. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeve are packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1026613 was satisfactory at time of release per internal procedures. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Routine stability studies are performed annually per internal procedures for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis (coa) of each product. Stability data for this product is on file. Performance testing for this batch was satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken for performance on batch 1026613. No retention samples from batch 1026613 were available for inspection. Six photos were received for investigation. One photo shows the bottom of a plate from batch 1026613 (time stamp 2309) with markings that indicate it was used. Another photo shows the bottom of a plate from batch 1041415 (time stamp 1551) with markings that indicate it was used. The other four photos each show the agar surface of a plate with some plates that have may be one small colony and other plates with approximately 20 colonies with visible hemolysis. Presumably, the photos are showing test plates from batch 1026613 and 1041415 plated with bordetella pertussis atcc 9797 where the plates from batch 1026613 had less growth. It is noted that it is difficult to make observations about growth on plates from photos. Ten plates from batch 1026613 were returned as one unopened sleeve in two plastic bags shipped in an insulated box with ice packs (time stamp 2308). It is noted that batch 1026613 expired on 2021-04-28 and returned plates were received on may 07, 2021. Bd makes no claims on expired products. However, as a courtesy to the customer and with stability data that supports the usage of the plates, the returned plates were tested with atcc 9797 under the following conditions: ¿ per bd standard performance testing with 10^3 to 10^4 cfu streaked inoculated on the plate and incubated at 33 to 37 degrees c ¿ per customer provided testing conditions with 10 to 100 cfu/0.1ml spread inoculated onto each test plate and incubated at 35 to 37 degrees c with control batch 1041415 (expiration date 2021-05-12) all plates were observed at 5 days incubation and again at 7 days incubation. No growth was obtained on any of the plates tested by 7 days incubation (all plates photographed showed no growth and are not provided). Further investigation into this testing event found the tester made a dilution error during inoculum preparation. For a second testing event, atcc 9797 was tested with following conditions: ¿ per bd standard performance testing with 10^3 to 10^4 cfu streaked inoculated on the plate and incubated at 33 to 37 degrees c on plates from batch 1026613 return and control batch 1041415 (exp 2021-05-12) ¿ per customer provided testing conditions with 10 to 100 cfu/0.1ml spread inoculated onto each test plate and incubated at 35 to 37 degrees c on plates from batch 1026613 return and control batch 1041415 (exp 2021-05-12) all plates were observed at 5 days incubation and again at 7 days incubation. No growth was obtained on any of the returned plates from batch 1026613 from either condition. It is noted that the second testing event was started when batch 1026613 was 21 days past expiration and stability data does not support performance of the plates past 14 days of expiration. For tested plates from batch 1041515 (which was expired but within stability), satisfactory growth with the presence of hemolysis was obtained for bd standard performance testing (balt2985 version 02b) of atcc 9797. The picture shows the test plate from batch 1041415 inoculated with atcc 9797 and incubated for 7 days. For customer provided testing conditions, control batch 1041415 did not have growth at either 5 or 7 days incubation. Bd does not have claims for the customer provided testing conditions. Return sample testing of batch 1026613 was inconclusive due to a testing error during the first testing event and overly expired plates during the second testing event. A failure for performance of batch 1026613 cannot be confirmed. H3 other text : see h10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 1000 bd bbl¿ bordet gengou blood agar atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that failed growth promotion. Customer problem: failed growth promotion. Steps taken with customer/troubleshooting: growth promotion was set up on 2/19, and the final read was performed on 2/24. Enumeration were less than 10 cfu, and did not meet criteria. Product was retested, and it was determined there was an issue with b. Pertussis."